Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported waking up to blood glucose readings of 422 mg/dl and stated that the sugar levels were not decreasing despite a bolus and a set change. Customer stated that he felt a little tired and lethargic and also had ketones. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer mentioned having no delivery alarms in the past. The high pressure test was also performed and passed. Customer's blood glucose reading at the time of the call was 379 mg/dl. No further information reported.